Event description:
This is a case reported from baxter (B)(6). The event was reported on (B)(6) 2010 by the patient to baxter customer service. Product code r5c4479, lot number s09h31017. The patient found 3 units that didn't work well, the bags and the set were connected but the solution came out from the set. There were no reports of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No other information is available. If the samples or additional information becomes available, a follow up report will be submitted.